Manufacturer narrative:
H10: received one (1) unused d1005 tego¿ connector lot #3996033. The complaint of disconnection on the d1005 tego connector could not be confirmed using the unused sister sample returned. There was no mating device returned for evaluation. There was no disconnection or leakage during functional testing. The d1005 tego connector met pressure and vacuum performance expectation outline in the product specification. The male lure of the tego connector and the threads are iso compliant. A device history review (DHR) lot#3996033 and relevant commodities were reviewed and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device was received on 6/17/2019 however testing and investigation is not yet complete.

Event description:
The event involved a tego connector that was reported to have come off from the tubing line while a patient was receiving continuous renal replacement therapy (crrt) in the intensive care unit. It was reported the connector unscrewed itself spontaneously from the catheter. The event lead to an estimated blood loss of 2-3 liters and the patient¿s blood pressure was in the 40¿s systolic. The patient was immediately given intravenous fluids, phenylephrine drip, 2 units of un-crossmatched packed red blood cells, and the crrt settings were adjusted to zero removal. The patient¿s status after the event was reported to be ¿back as it was before¿ and did not prolong the patient¿s hospitalization.